Event description:
It was reported that during a stent placement in the upper arm, the distal portion of the stent deployed; however, the outer catheter would not retract. The physician felt much resistance and aborted the deployment. The device was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during a stent placement in the upper arm, the distal portion of the stent deployed; however, the outer catheter would not retract. The physician felt much resistance and aborted the deployment. The device was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. Based on the investigation performed in the laboratory, the stent graft was found stuck inside the sheath, as it could not be further deployed upon retraction of the outer sheath. Therefore, a partial deployment could be confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding the preparation of the device the instructions for use states carefully remove the endovascular system from its packaging and inspect packaging and system for any damage or defects. 'Flush the stent graft lumen with sterile saline by using a small volume syringe. A) attach the syringe to the luer port at the back of the endovascular system (...). B) attach the syringe to the luer port on the y-adapter, (...) Close the stopcock when flushing is complete and remove the syringe from the luer port'. Regarding the precautions prior and during deployment the IFU states 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure', ¿higher deployment force may be encountered (¿) in tortuous anatomy¿, and 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.¿. The instructions for use states regarding the accessories 'the use of an appropriately sized introducer sheath is recommended; prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location'. The packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.